Event description:
Pt reports pain and bulging on left side at hernia repair site following implant of two (2) meshes on left side during lap inguinal repair 2007. In 2009- pt underwent exploratory surgery, during which a recurrent hernia was confirmed. Pt stated that the surgeon had indicated that one of the mesh patches implanted in 2007, had shifted a little due to a recurrence. Surgeon placed a perfix plug to correct the condition. Original meshes implanted in the same month, were left in place.

Event description:
Literature: richardson rm, ostrom jl, starr pa. Surgical repositioning of misplaced subthalamic electrodes in parkinson's disease: location of effective and ineffective leads. Stereotact funct neurosurg. 2009; 87(5): 297-303. Summary: this article reports a retrospective analysis of 8 pts with idiopathic parkinson's disease who underwent surgical lead revision of deep brain stimulation (dbs) leads placed in the subthalamic nucleus (stn) to gain insight into the boundaries for dbs lead position targeting for effective and ineffective stimulation. Reportable event: the pt experienced improved tremor, but persistent bradykinesia and freezing of gait. The lead was determined to not be optimally placed. Following unilateral lead revision, the pt had improved tremor, rigidity, and freezing of gait and no adverse effects. See literature article with MFR report #3007566237200908911.

Manufacturer narrative:
This is involving a pump with software version 5.04.00 which is categorized as unremediated.

Event description:
During service, a baxter technician discovered that the channel select key was not working due to a faulty channel a keypad on a colleague infusion pump. According to the customer, there was not an adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B) (4)the follow up report submitted was missing the aware date. The aware date for follow-up #1 is 04 november 2009.

Manufacturer narrative:
(B) (4). There is a CAPA investigation associated with tis report. (B) (4) the pump was received and evaluated by baxter. A baxter technician discovered that the channel select key was inoperable on the channel a pumphead module keypad. The channel a pumphead module keypad was replaced.